Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, and occlusion test, prime test, excessive no delivery test and the displacement test. There was no cosmetic damage noted. (B)(4).

Event description:
The customer reported via phone call of issues with her insulin pump and having high blood glucose levels. The customer states receiving a replacement pump, and she has been experiencing high blood level since. The customer's blood glucose level at the time of incident was 457mg/dl. The customers blood glucose at the time of call was 271mg/dl. Troubleshooting was conducted, and the pump passed the tests. The pump is being replaced and returned.